Manufacturer narrative:
Suspect pump was returned for evaluation. Visual inspection found the right plunger case to be cracked and contamination was found on the main board and position potentiometer. The pump history was reviewed and a check clutch plunger lever alarm was confirmed. Alarm was duplicated during the flow testing. Root cause was determined to be due to the contamination located on the position potentiometer. Potentiometer was replaced as well as the left and right clutch half's and spring as a preventative measure. Pump passed functional and delivery testing post repair.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.